Event description:
It was observed that during the device evaluation, the device exhibited foreign material clogged in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause of could not be determined as unable to identify the foreign material that remained in the device. Based on the results of the investigation, the foreign material appeared to be a piece of black rubber. Therefore, it is possible that a piece of packing has entered the air and water supply channel or nozzle. From the provided information, it is unknown if the customer reprocessed the device in accordance with the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.